Manufacturer narrative:
The device was returned to olympus for evaluation. It is presumed that the image did not appear because a video signal could not be transmitted to the processor due to damage of the cable. The device was repaired and returned to the customer. In regard to the cable damage, confirming the contents of the IFU which was provided during delivery of the product, the following description was found: "-do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. -never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. -do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. -never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. -never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged". As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The product shipment records were reviewed and no abnormality was found in the product. The damage of the cable is considered to have been caused by user handling.

Event description:
The device was returned to olympus for repair. During evaluation, the repair center found the device presented no image. There was no patient involvement; the reportable malfunction was found during service.